Event description:
It was reported that the bd® syringe 3 ml ll bulk non-sterile had no scale markings. The following was translated from dutch to english: syringes with no scale markings before use

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.